Event description:
It was reported that a customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to perform several troubleshooting steps, but the issue persisted, as indicated by a red led light and regular vibrations from the pump. Therefore, a replacement pump was sent to the customer. The customer was informed that their current sensors were incompatible with the new pump software, and they were advised to obtain a compatible sensor prescription. Instructions were provided for putting the pump into storage mode, and the customer was asked to return the faulty pump within ten days to avoid being billed. The customer was also advised to transfer their pump settings to the new device.